Event description:
It was reported that " the device shorted out and shot sparks. They said there were no injuries, but the unit tripped the circuit breaker for the room it was in. There is a hole in the power cord where it looks like the wires touched." Device not received by manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H3, h6: device was returned for evaluation. Power cord was replaced. All testing and burn-in was sucessfully performed.

Manufacturer narrative:
Reporter info: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the device shorted out and shot sparks. They said there were no injuries, but the unit tripped the circuit breaker for the room it was in. There is a hole in the power cord where it looks like the wires touched." Device not received by manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.